Event description:
Procedure: sigmoid resection. Reportedly, the device was applied however the device would not release and the jaws would not open. There was no injury to the pt and the procedure was completed without further incident.